Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: creases, yellow particles and wear abrasion. A weight test of the device was verified and the device was overweight. A microscopic analysis was performed which identify: one opening striated. Based on the device analysis the final assessment is one opening striated assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is hardening, swelling, persistent pain in both breasts since having the implants and their nipples are caved in, capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported ¿hardening, swelling, persistent pain in both breasts since having the implants and their nipples are caved in¿. Healthcare professional reported capsular contracture baker grade IV. Device was explanted. This record is for the right side.

Event description:
Patient representative reported patient ¿experienced pain, infections, collection of fluid and hardening¿ of the breasts and experienced ¿physical pain and suffering and psychological effects from the stress, fear, and uncertainty of this perceived and actual cancer risk,¿ as the patient ¿remain[s] at risk for developing bia-alcl.¿

Manufacturer narrative:
The events of infection(unknown onset) and seroma(late) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run 30015066. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for gel breast implants for the period of may 2018 through april 2020, was noted an outlier in september 2018. An additional analysis was performed to determine any pattern or any similarities relation between pr¿s involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and validations of the equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported ¿hardening, swelling, persistent pain in both breasts since having the implants and their nipples are caved in¿. Healthcare professional reported capsular contracture baker grade IV. Patient representative reported patient ¿experienced pain, infections, collection of fluid and hardening¿ of the breasts and experienced ¿physical pain and suffering and psychological effects from the stress, fear, and uncertainty of this perceived and actual cancer risk,¿ as the patient ¿remain[s] at risk for developing bia-alcl.¿ device was explanted. This record is for the right side.